Manufacturer narrative:
(B)(4). Additional concomitant medical products: 2.7mm calib drill bit catalog#:214227070 lot#:unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018-04653.

Event description:
It was reported that during a demonstration workshop, the drill guide and drill bit got wedged. There is no adverse events reported as there was no surgery/patient involved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for evaluation. Review of device history records was not possible as the necessary product/lot code combination(s) was not provided. Root cause was unable to be determined due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.